Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a vascular dissection during implant of the left ventricular (lv) lead. It was noted the first lv lead was implanted, however, due to patient anatomy, a high pacing threshold was observed. The physician removed the lv lead and replaced it with a different lv lead. After the procedure, the patient's blood pressure could not be measured due to a suspected vascular dissection. It was then noted the patient fainted following the implant procedure. The patient presented to the hospital and a left ventricular (lv) lead revision procedure was performed. The patient status was stable and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.